Manufacturer narrative:
Correction: the complaint is not associated to this product and there is no allegation of a malfunction for this product.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's pacemaker presented with oversensing noise on the right ventricular channel. The device was reprogrammed to restore normal parameters. The patient was stable.